Event description:
The article, "superior transseptal versus left atriotomy approaches in isolated mitral valve surgery", was reviewed. The article presented a retrospective, single center study to investigate intra-operative parameters and post-operative outcomes in superior transseptal approach to mitral valve surgery compared to left atriotomy. Mitral valve repair (mvr) devices included in the study were carpentier-edwards or medtronic simuplus and simplici-t. Mitral valve replacement (mvr) devices included in the study st jude medical/abbott epic/epic plus, edwards mitris, and st jude medical masters prostheses. The article concluded that the superior transseptal approach provided optimal exposure, while preserving similarly low rates of post-operative morbidity and mortality to left atriotomy. There was no difference in the incidence of post-operative permanent pacemaker placement and new-onset arrhythmias. [The primary and corresponding author was zohaib khawaja, department of cardiothoracic surgery, wake forest university school of medicine, 1 medical center blvd, winston-salem, nc 27157, with corresponding email: zkhawaja@wakehealth.edu]. The time frame of the study was from october 2012 to april 2023. A total of 259 patients were included in the study, of which it was not confirmed how many received an abbott device. It was noted 188 (72.8%) of patients underwent mvr vs. 71 (27.4%) underwent mvr. The average age was 58.6 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, cerebrovascular accident, and tobacco use.

Manufacturer narrative:
Summarized patient outcomes/complications of superior transseptal versus left atriotomy approaches in isolated mitral valve surgery were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, cerebrovascular accident, and tobacco use. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " superior transseptal versus left atriotomy approaches in isolated mitral valve surgery".